Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient&#38112;staph infection was unrelated to the device. It occurred at the previous device location. It cleared up with oral antibiotics. The patient was doing well.

Event description:
It was reported that there was an infection. The patient reportedly had a new device implanted near their hip and 9 months later the device was low on charging power. The device was reportedly removed and the patient had a staph infection. At the time of the report the patient reportedly had pain in the same spot as were the device was in the back. It was later reported that the health care provider (hcp) was not aware of any infection that the patient had.